Event description:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('removal of essure:') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibromatosis (symptomatic polyfibromatosis uterus). In 2011, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criterion intervention required). On an unknown date, the patient experienced myalgia ("myalgias"), memory impairment ("memory problems"), arthralgia ("arthralgias"), migraine ("migraines"), asthenia ("asthenia") and ligament pain ("osteo-ligament pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, myalgia, memory impairment, arthralgia, migraine, asthenia and ligament pain outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, ligament pain, medical device removal, memory impairment, migraine and myalgia with essure. The reporter commented: insertion of the essure could have also happened in 2010. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('removal of essure:') in a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibromatosis (symptomatic polyfibromatous uterus). In 2011, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criterion intervention required). On an unknown date, the patient experienced myalgia ("myalgias"), memory impairment ("memory problems"), arthralgia ("arthralgias"), migraine ("migraines"), asthenia ("asthenia") and ligament pain ("osteo-ligament pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, myalgia, memory impairment, arthralgia, migraine, asthenia and ligament pain outcome was unknown. The reporter considered arthralgia, asthenia, ligament pain, medical device removal, memory impairment, migraine and myalgia to be related to essure. The reporter commented: insertion of the essure could have also happened in 2010. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 8-apr-2022: quality safety evaluation of ptc. We received a returned sample. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('removal of essure:') in a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibromatosis (symptomatic polyfibromatoses uterus). In 2011, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criterion intervention required). On an unknown date, the patient experienced myalgia ("myalgias"), memory impairment ("memory problems"), arthralgia ("arthralgias"), migraine ("migraines"), asthenia ("asthenia") and ligament pain ("osteo-ligament pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, myalgia, memory impairment, arthralgia, migraine, asthenia and ligament pain outcome was unknown. The reporter considered arthralgia, asthenia, ligament pain, medical device removal, memory impairment, migraine and myalgia to be related to essure. The reporter commented: insertion of the essure could have also happened in 2010. Most recent follow-up information incorporated above includes: on 4-feb-2022: patient's date of birth updated; the reporter considered that essure caused or contributed to the occurrence of the event(s) based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('removal of essure:') in a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibromatosis (symptomatic polyfibromatous uterus). In 2011, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criterion intervention required). On an unknown date, the patient experienced myalgia ("myalgias"), memory impairment ("memory problems"), arthralgia ("arthralgias"), migraine ("migraines"), asthenia ("asthenia") and ligament pain ("osteo-ligament pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, myalgia, memory impairment, arthralgia, migraine, asthenia and ligament pain outcome was unknown. The reporter considered arthralgia, asthenia, ligament pain, medical device removal, memory impairment, migraine and myalgia to be related to essure. The reporter commented: insertion of the essure could have also happened in 2010. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-feb-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.